Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to a second occurrence of unspecified clinical evidence of hemolysis. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The explanted device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A root cause for the patient¿s hemolysis could not be determined, and no device-related issues were discovered during the evaluation of the returned lvad pump. The device was returned assembled with the driveline (dl) cut approximately 10¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the lvad pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: s/s of hemolysis: fatigue, very dark urine, weight loss, inc. Ldh and pfh. Pump exchange. Additional information also indicated: suspected pump thrombus, intravenous anticoagulation.